Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
It was reported that patient system was not able to go into to MRI mode. Troubleshooting did not resolve the issue. Diagnostic system testing indicated multiple high impedance value. As a result, surgical intervention may be undertaken to address the issue.

Event description:
Additional information received that patient underwent surgical intervention where in the lead was explanted and replaced. Issue resolved post -operatively.